Event description:
Event description guidant received information that the patient received several inappropriate shocks. An invasive procedure isolated the cause of the problem to compromised lead insulation. ,